Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3. E1: patient city - (B)(6) patient country - united states.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced three insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose lev; es was high and patient treated with manual injection and pump. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01- MDR (B)(4) - MDR 8021545-2025-03082. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.